Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Based on the information available, the most likely root cause is patient factors, chronic kidney disease, hyperlipidemia, coronary artery disease and diabetes mellitus.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 25mm 7300tfx valve in the mitral position underwent a valve-in-valve procedure after an implant duration of 7 years, 10 months due to calcification, degeneration, stenosis, and restricted leaflet motion. The patient presented with heart failure, dyspnea, and fatigue. The tmvr was performed with a 26mm 9755rsl transcatheter valve.